Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is possible (risks or situations associated with the use of the angio-seal device or vascular access procedures). If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported that a cardiac catheterization procedure was performed in the cath lab. The angio-seal was placed as normal. Three days later, the pt sneezed and felt a pop which resulted in a pseudoaneurysm. The pt was seen in the emergency room and was sent to the operating room to remove the device.